Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Initial reporter state: unknown, reported through (B)(6). Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3 ml 29 ga 1/2in cannula broke off and hub separated from the device. The following information was provided by the initial reporter : the user reported that the needle was broken.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a loose 0.3ml bd insulin syringe was provided. The customer reported that the needle was broken. Both photos were examined, and it was observed that the needle hub/shield assembly was detached from the syringe. No damage was observed on the barrel tip. Due to the batch being unknown, no DHR review can be completed. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received (hub separates). CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in cannula broke off and hub separated from the device. The following information was provided by the initial reporter : the user reported that the needle was broken.